Event description:
Customer reports that he performed a back to back comparison on the same device with the results of 29mg/dl and 800mg/dl. Customer states that the 800mg/dl may have been 600mg/dl, but he thought it was 800mg/dl. No action taken based on device results. No adverse event reported and no treatment received. Device numeric reading range is 10mg/dl to 600mg/dl. No quality controls were used. No strip information provided. Requested return of suspect device and replacement was sent.